Event description:
It was reported that ndle 18ga 1-1/2in blt fill nc tw shld had foreign matter on the needle. The following information was provided by the initial reporter: the customer informs that once opening a blunt fill needle package before use, there is white color stain/dirt on the surface of the needle. One sample available for investigation.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/28/2020. H.6. Investigation:a device history record review was completed by our quality engineer team for provided lot number 200720. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the physical sample was returned for evaluation by our quality engineer team. Through examination of the sample, white foreign matter was observed on the needle component. The foreign matter has been identified as epoxy, which is the adhesive used to join the cannula to the hub. This issue occurred during the assembly process when the adhesive is added to the hub component. Most likely, a temporary stoppage in the assembly process occurred, which altered the epoxy dosage machine. As a consequence, a higher quantity of epoxy was added and fell onto the cannula in question. Quality records have been consulted for tracking and trending purposes and it has been determined that this was an isolated incident with a low chance of recurrence due to the preventive measures in place.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ndle 18ga 1-1/2in blt fill nc tw shld had foreign matter on the needle. The following information was provided by the initial reporter: the customer informs that once opening a blunt fill needle package before use, there is white color stain/dirt on the surface of the needle. One sample available for investigation.